Manufacturer narrative:
Submit date: 5/17/2017.

Event description:
The customer states that unit's readings are too high.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ under/over delivers ¿ outside accu.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.